Event description:
Rotating brush came off brushhead [device breakage]. No adverse event. Case description: a (B)(6) female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the rotating brush on an oral-b precision clean brushhead came off in her mouth. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.